Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting due to frame grabber errors. The fse replaced the flexvision pc. The frame grabber captures the video from the allura system. System was returned in good working conditions.